Manufacturer narrative:
Zimmer osp contacted the hosp for add'l info on the complaint. Hosp stated that the device allegedly cut the pt twice. The hosp states the device cut the pt without being touched. The first time the dr thought it might have been his fault, on the second time the dr said it was not his fault. The device was sent in for repair to osp. The device was out of calibration at the "0" but all other graft settings were in calibration. The control bar had been damaged, the ball detent in the lever was worn, the motor was running smooth, the top of the reciprocating arm was chipped, and the rpms were with in spec.

Event description:
Customer said note on device said "injured patient".